Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6721l-50 x2 lead, implanted 1999 (B)(6); 694045 lead, implanted 1999 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high short interval counts (sic) episodes and noted t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.